Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that all hardware on this device was not detected on the bus following a hard drive upgrade. The fse remotely accessed the device and, after troubleshooting, found that the internal meteor was named pyxinet due to the presence of duplicate network adapters. The fse removed the duplicate network adapters, renamed the internal network to pyxinet, verified that the hardware was visible in the hardware test application, and subsequently rebooted the device. Fse verified that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers and pockets had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.